Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was not powering-up after being struck by lightning. The prongs were disconnected and reconnected. The green strips inside plug were charred black. Transmitter was replaced.